Event description:
During total hip replacement on (B)(6) 2013, the zimmer size 0 femoral reamer for natural hip stem had a bushing that broke into several pieces during the operative procedure. All but approximately 1/3 of the circular ring remained unaccounted for after a search for the broken pieces. The surgeon was confident no remaining foreign bodies were in the patient after the search. An xray could not be taken to verify as the piece is not radiopaque. This was reported internally at zimmer. There was no adverse effect to the patient. Reason for use: right total hip replacement.